Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The customer decided to not perform service activity on this unit for the moment thus no further investigation is currently possible. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump was showing a motor control error message during procedure. There was no report of patient injury.